Manufacturer narrative:
The manufacturing location provided with the initial report was incorrect. The correct information has been provided with this report.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 265 mg/dl at the time of the incident but it was reported that blood glucose was 45 mg/dl and was 100 mg/dl. The customer was assisted with troubleshooting and declined for high blood glucose. Customer will not return device for analysis.